Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a pacemaker was checked and the programmer was set up and switched to analyzer. Ten minutes in analyzer screen, loss of internal communication with analyzer occurred. A try to reboot bullet was listed displayed on the programmer. The analyzer was returned for repair. No patient complications were reported as a result of this event.